Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-02903. It was reported that the patient was experiencing a shocking sensation. It was found that both of the extensions were broken. In turn, surgical intervention was undertaken wherein the extensions were explanted and replaced, resolving the issue.

Manufacturer narrative:
The report of ¿fractured extension¿ was confirmed. Analysis of the returned lead extension b found multiple fractured internal wires. The fractures are consistent with an overstress condition or sudden event the extension was subjected to while still in vivo. The fractures being in close proximity would cause intermittent stimulation which could be misinterpreted as a ¿shocking¿ sensation.